Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received for device analysis. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three of five. The hp stated that there were no obvious issues with the setup. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.